Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostar xl device with a 14f sheath after an endovascular aortic repair (evar) procedure. Reportedly, while inserting the prostar xl device into the femoral artery, it was observed that two suture lumens were hanging off the device. The device was removed from the patient and hemostasis was achieved surgically. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported misplaced suture lumens was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar misplaced suture lumens incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.